Event description:
It was reported that 2 bd alaris smartsite gravity set experienced missing component. The following information was provided by the initial reporter: anesthesia also did not keep the tubing that they had issues with, they tossed them. They had 2 failures just this past week where tubing became disconnected and patients did not receive the medication that was being administered. We usually toss the tubing that is missing roller clamps, we notice the clamps are missing after spiking fluids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Investigation summary: a complaint of set missing clamps, and separating, as well as backflow of blood was received from the customer. No product or photo was returned by the customer. The customer complaint of misassembly, separation, and flow issues could not be verified due to the product not being returned for failure investigation. A device history record review for model 42502e lot number 22069211 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 14jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.